Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) was making a buzzing noise when turned on. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
Complete initial reporter name-(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was bumped and caused a wire to hit a fan, and the wire was adjusted to resolve the issue. Device passed the performance and safety checks according to factory specifications.